Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) would not charge a battery. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon investigation corrosion was found on the battery board inside the charger/modem. The cause of the inability to charge a battery is the corrosion on the battery board. The root cause of the corrosion could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The last patient to use this charger/modem did not report any deficiencies.